Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 835.2 mcg/day) via an implantable pump for intractable spasticity and cerebral vascular accident cva(stroke) das system. The patient was completely obtunded and the hcp wanted to interrogate the pump to see if it was infusing. The symptoms begun on the day prior to this report date suddenly. Technical service specialist assisted the hcp in getting the logs and they were normal, it was reviewed that no pump problem had been detected. No further complications were reported.